Event description:
While using the ligasure impact to dissect and remove a portion of the sigmoid, vulva, and vagina enbloc the device malfunctioned twice. Both times the surgeon cauterized tissue and then while attempting to cut through the tissue the internal blade broke and was left exposed out the side of the tip of the device. The device was removed from the field both times and replaced with a new instrument.